Event description:
Balloon burst at a pressure of 1.5 atmospheres. No procedural or pt-related details were provided, and no additional info has been forthcoming despite multiple requests. The product has been returned for eval and testing; however, the engineering eval has not been completed.